Event description:
During an electrosurgical procedure, the pt was burned under the grounding pad. A second pad was applied with the same result. Pt may have been given ibuprofen, but the initial reporter was not sure.